Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and vomiting; cause was unknown. A correction bolus was delivered via the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.